Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned. The scope of this investigation was limited and the reported product experience could not be confirmed. Inspection of the device revealed no abnormal observations which could contribute to the reported experience. The reported information suggested that needle deployment, suture retrieval, and knot advancement were all successful; however, the physician was unsatisfied with the closure and performed a cut down to achieve hemostasis. Based on the investigation findings, the reported experience could not be confirmed and a probable cause for this incident could not be determined. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database for this lot revealed no other incidents with similar reported product experiences. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited no known device failure. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the suture bight/loop was still loaded on the suture bearing and the knot was formed. This is consistent with successful needle deployment and suture retrieval. During this investigation, the suture bight/loop was released from the suture bearing without a problem. The plunger, needle tip, cuffs and link were not returned. Based on the report received that the suture was pulled out from the artery, the probable cause is not enough tissue captured or the device being deployed outside of the artery. Therefore, the probable cause is related to the operational context in the use of the device. There were no manufacturing or quality deficiency detected that could have contributed to the reported event. A review of the finished product history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other complaints within this lot reported for device operates differently than expected because hemostasis was not achieved. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that two physicians, in-training in the use of the proglide device, attempted bilateral arteriotomy closure of the right and left common femoral arteries after an endovascular aortic aneurysm repair (evar) procedure. The physicians had intended to put 2 proglide sutures into each femoral artery. Reportedly, at the beginning of the procedure, using a pre-closure technique, two proglides were attempted in the left groin. During removal of the second deployed proglide, the suture loop was able to be pulled out intact. A third proglide was attempted, deployment completed, however at the end of the procedure, the physician was not happy with the closure; the groin site went to cut down to achieve hemostasis. Additionally, during attempted pre-closure of the right groin, 7 proglide devices were attempted; one was successfully deployed and 6 of them failed, the suture loop was able to be pulled out intact in all of them. At the end of the procedure, the right groin went to cut down and hemostasis was achieved surgically. An abbott representative was at a short distance during the procedure and indicates the physicians operated the device according to the correct technique. The report received indicates the procedure was delayed approximately 30 minutes due to the device issues experienced. No adverse patient sequela occurred. Though requested, no additional information was provided.